Manufacturer narrative:
(B)(4). This unit is a test unit and not used clinically. The fsr installed a new pod board. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the display of the pump would constantly flash a "service pump" message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed display to continuously flash "service pump" error message. Replacement of customer generic board with lab use only generic board restored pump pod functionality determining customer generic board is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.